Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with no blood visible. There was contrast visible on the balloon. The stent implant was dislodged and was returned on the stylet in an orange protective sheath. There were crushed struts in the fourth row at the distal end of the stent implant. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon and between the markers. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements met manufacturing criteria. Pin gauges were used to measure the inner diameter of the returned protective sheath. Product performance engineering reviewed the incident information and results of the returned device analysis. It was reported that the stent implant of a 3.50/15 mm rx vision stent delivery system (sds) dislodged during prep while removing the protective sheath. There was no patient involvement. Absence of blood in the returned device is consistent with the report of dislodgement during preparation for use. Analysis of the returned device did find the dislodged stent from the balloon on the stylet in the protective sheath. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. Analysis of the returned device indicates presence of crimp marks on the still tightly folded balloon, suggesting that the stent implant was at least crimped onto the balloon at the time of manufacturing. The noted crushed stent struts in the fourth row at the distal end suggest that the protective sheath may have been forcefully removed or that the stent was handled after the dislodgement. It was returned on the stylet in the protective sheath. The inner diameter and outer diameter of the protective sheath and stent implant respectively, met manufacturing criteria; indicating that there was no quality issue that would account for the reported dislodgement. Ultimately, the root cause of the stent dislodgement is unknown. The finished device lot history record review did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that during prep, when removing the orange sheath from the tip, the stent dislodged. It was noted that the stent stayed in the sheath. No additional event or patient information is available.